Event description:
It was reported that during a sigma/rectum bowel resection, the stapler was used. It cut but did not release a staple suture. A second device of the same series was used with unfortunately the same result. The consequence was that more than necessarily bowel had to be resected. Because he needed to resect again, after the stapling with the first contour failed. The procedure changed, because there was no possibility anymore for an anastomosis because they had to resect more than necessary. So, they needed to perform a stoma in order to get the procedure done. The patient consequence was a forever stoma instead of an anastomosis. No information available if there were changes to the post-operative care.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2022. Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was this the first or second firing of the device? What is meant by, ¿did not release a staple suture?¿ was the device difficult to fire? Was the distal transection completed in one or multiple firings? Did the device deploy staples? If yes, what was the location on the staple line? In addition, what was the shape of the deployed staples? Were there staples seen in the surgical field or did they remain in the device after it was fired? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was this the first or second firing of the device? What is meant by, ¿did not release a staple suture?¿ was the device difficult to fire? Was the distal transection completed in one or multiple firings? Did the device deploy staples? If yes, what was the location on the staple line? In addition, what was the shape of the deployed staples? Were there staples seen in the surgical field or did they remain in the device after it was fired? What is the current status of the patient? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. Only information: staples have been released in the situs, they were open and had the original ¿u-form¿ so that the tissue and the contour were contraindicated. The device has been discarded as it was not a product defect, as they used the device on contraindicated tissue. No more information available.